Manufacturer narrative:
Insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Insulin pump received with failed battery test and had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer's wife reported via phone call that their insulin pump had multiple pump error and battery failed alarm. The customer¿s blood glucose was 248 mg/dl at the time of incident. Customer's wife stated the contacts on the battery cap were neither missing nor damaged. Customer's wife stated battery compartment was neither damaged nor corroded. Customer's wife stated the spring was neither damaged nor corroded. Customer's wife reported they were able to clear the alarms. Customer's wife stated they were able to rewind the insulin pump. Customer's wife assisted with performing displacement and self test and both test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.